Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pca pump was returned for analysis in a good condition. During analysis, at first the pump seemed to work normally but eventually started double beeping. When the pump was picked up the double beep went away momentarily and was replaced with a two-tone alarm and displayed "no disposable attached, clamp tubing" message. Errors seem to be random which indicates an intermittent issue caused by faulty cassette detector sensor. Event log history was performed and showed spontaneous "no disposable" entry which would explain why the pump stopped about 6 hours early. In addition, during analysis, "service due" alarm was activated due to real time clock (rtc) battery 5-year rollover. Service will replace the downstream occlusion sensor (dso) to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump model 6300 over infused. It was reported that the infusion of fluorouracil finished six (6) hours early and that the pump indicated that 223 ml had been infused. It was reported the rate was 2.5 ml/hr and the volume was 16.7. Per the reporter, the time the infusion was originally scheduled for is unknown. No adverse patient effects were reported.